Event description:
It was reported that the damaged screen and the mesh rack is damaged. The event timing was during inspection. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is complete

Manufacturer narrative:
Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional event information available.